Event description:
During an angioplasty procedure on the (B)(6) male patient, the sheath broke at the connection of the catheter and the check fio. The catheter portion detached into the patient's left arm. The sheath broke while performing the exam. The physician was able to retrieve the device. Per the physician's note: a 12 mm angioplasty balloon was then advanced through the sheath and angioplasty was performed of the left subclavical vein. The balloon was removed and additional venography was performed. The sheath then fractured. A 10 french sheath was placed and the distal component of the previously placed sheath was retrieved utilizing a snare. No harm to the patient.

Manufacturer narrative:
(B)(4). Additional surgical procedure is not labeled in the IFU. Device code: material separation is not labeled in the IFU. The event is currently under investigation.